Event description:
Instrument was returned for repair-reported as "needs repair." When evaluated, it was found to have wire in tip and deploying straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots. This was due to a small piece of wire being lodged in the tip. Occurs when user deploys more than the recommended, maximum number of constructs, as specified in the instructions for use for this device.